Event description:
Customer reports the compact plus system produced results of 900 and 989 mg/dl, which are outside the meter reading range of 10-600 mg/dl. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.